Event description:
It was reported that the device had a system error. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the bottom case seal intact, the plunger seal missing, and the bottom case cracked. A review of the event history log identified force sensor test. During the power up process self-test, the reported problem was duplicated. The device went into force sensor test error. The cause of the problem was the force sensor. This problem was due to normal wear as the device was over 14 years old. The force sensor was replaced. (UDI) and (510k) are unknown. No product information has been provided to date. This MDR was generated under protocol b10009704.